Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide further detail of the event. When the tissue "got cut but was not stapled which resulted in heavy bleeding", how was the bleeding controlled? How much blood loss was there (mls)? Did the patient receive a transfusion or blood products? What was done to complete the procedure? Was there any patient consequence or change in the procedure as a result of the event?

Event description:
It was reported that during an lar procedure, while firing the circular stapler the tissue got cut but was not stapled which resulted in heavy bleeding during colo-rectal anastomosis.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please provide further detail of the event. When the tissue "got cut but was not stapled which resulted in heavy bleeding", how was the bleeding controlled? How much blood loss was there (mls)? Did the patient receive a transfusion or blood products? What was done to complete the procedure? Was there any patient consequence or change in the procedure as a result of the event? Response received: the rectal tissue was cut but not stapled. The bleeding was controlled with the help of a hemostat. The blood loss volume is not recorded. The same procedure was completed with the help of another circular stapler.